Event description:
During surgery on (B)(6) 2010, it was reported that the patch was larger than labelled and consequently had to be cut before implantation. The patch remained implanted in the patient.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No facility number has been assigned to this report. Evaluation summary: the non implanted portion of patch identified hek08/75cput (1) (B)(4), lot 08l13 was returned to the manufacturer on march 09, 2010. The inspection of this portion was performed and confirmed that the involved product was a 14 x 75 mm patch and not 8 x 75 mm as labelled. A review of the device history records indicated that 12 patches hek08/75cput (1) were manufactured the same day and were issued from the same band material (B)(4) and were thus incorrectly labelled. As a result of the product mislabelling, intervascular instituted a voluntary product recall. The 12 affected patches were shipped to 2 different customers, one located in (B)(6) (6 patches) and one in (B)(6) (6 patches). Please note that none of the affected units was located in the u.s.a. Intervascular notified the affected customers and the relevant competent authorities. Out of the 6 patches shipped in (B)(6), 2 were implanted, 1 was returned as a complaint sample (cf.1640201-2010-00008, and 3 were returned to intervascular. Out of the 6 patches shipped in (B)(6), 4 were implanted and 2 were returned to intervascular. The investigation indicated that the mislabelling was due to a human error by the operator who incorrectly recorded the products references and products sizes. Please note that these mislabelled patches were manufactured in november 2008, prior to the implementation of corrective action plan in october 2009, related to similar events.